Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the hospital technician inadvertently dropped an aspiration tubing onto the floor upon removing it from the packaging. The aspiration tubing dropped prior to use and therefore, was not used for the procedure. The procedure was completed using a new aspiration tubing.